Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawer 5.2 failed to show as closed. The field service engineer removed the back cover found medication blocking center for 5.2 manually released to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was unable to open. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.